Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right knee was revised due to tibial collapse and baseplate subsidence. A size 4 primary baseplate and 4x13 ps insert were revised to a new baseplate with augments and a 9mm ps insert. Rep confirmed that there are no allegations against the revised insert, and that no further information will be released by the hospital or surgeon.